Event description:
It was reported the patient noticed a ¿rapid decline¿ in the implantable neurostimulator (ins). The ins was working very well, but the patient¿s spouse was concerned about the ¿battery drain.¿ the ins battery voltage was measured to be 3.2v on 2014-(B)(6), 3.09v on 2014-(B)(6), 3.01v on 2014-(B)(6), and 2.96 on 2014-(B)(6). The patient was using the same program as their prior ins that lasted 3.3 years. The ins was programed to c+, 1-, 2-, 3.1 v, pulse width of 210, and 100 hz. Impedance of anode 1- was 4,000 ohms and anode 2- was 1,200 ohms. Impedance of 1-2 was 800 ohms. A longevity calculation was done and the ins would reach elective replacement indicator (eri) at 2.6 years and end of service in 2.86 years. The manufacturing representative indicated that this was not a complaint and the patient was seeing the initial typical battery decline. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that there were no suspected device issues. The manufacturing representative stated the 4,000 ohms impedance was within normal range. The manufacturing representative and the patient's healthcare professional (hcp) had not heard anything from the patient since the replacement of the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# (B)(4), implanted: 2005-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 748240, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 3387-40, lot# j0454427v, implanted: 2005-(B)(6), product type lead. Product ID 748240, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.